Event description:
It was reported that there were false pause episodes noted on the confirm device. Patient was asymptomatic. Review showed possible electromagnetic interference (emi) and lack of pocket contact with the device. No changes were made. Patient will be monitored normally.